Event description:
Additional information received from patient indicated that she has had telephone appointment with healthcare provider (hcp) who is familiar with the device. The patient also reported about ¿contamination¿ and wanted to know why this was happening.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had not had a urinary infection for two years after they got the interstim, but started having reoccurring infections and needed antibiotics again in (B)(6) 2016. The patient mentioned that they had infections and antibiotics for years prior to getting the device. The device worked well and had stopped the infections. It was noted that they had a pelvic exam, and were having radiology check their kidneys. The patient no longer had to wear a panty liner, the device was controlling their bladder issues, and they were feeling stimulation. The patient stated that they were having retention issues again since (B)(6) 2016. They had tried to increase the simulation, but they turned it back down because it was uncomfortable. Their device or leads had not been checked, so they were going to make an appointment to do so. Troubleshooting was not possible during the call, as they did not have the programmer with them. They did indicate that the programmer was working.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she had four bladder infections over the last 2 months and this started in (B)(6) 2016. She has not had any falls or trauma. She had seen her healthcare provider (hcp) before they left their practice and stated the bladder sling she has that could be what was causing bladder infections. A couple days later, patient further reported that she started with the same problems she had before hcp implanted the device. Patient stated the issue was contamination because her bladder was not releasing the urine. This was the same issue with bladder she called in earlier. Patient stated in 2 months she has had 4 prescriptions of antibiotics and she does not want to be on antibiotics. She was informed by hcp that the sling was in wrong and it was too tight and that was why it was not releasing the urine. She spoke to receptionist at the hospital and was told that there was no one knowledgeable about the device. It was indicated she had an appointment with hcp in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.